Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed at all, and the plug could not be released. After removal from the patient, the plug did not detach from the exoseal vcd device and was found fully inside the shaft. 20 minutes of manual compression was used and there were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown sheath. Once exoseal vcd was used. The physician was certified to use exoseal vcd. No obvious device or packaging damage was noted before use. Angiography confirmed suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. Before exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula (avf), or pseudoaneurysm at the access site. The target femoral site had not been closed with any device or manual compression in the previous 30 days. The exoseal vcd and unknown sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. When attempting to depress the button, it could not be pressed at all. At the time, the indicator window displayed solid black. During retraction, the window showed red and tension was released to return it to black-black. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed at all, and the plug could not be released. After removal from the patient, the plug did not detach from the exoseal vcd device and was found fully inside the shaft. 20 minutes of manual compression was used and there were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown sheath. Once exoseal vcd was used. The physician was certified to use exoseal vcd. No obvious device or packaging damage was noted before use. Angiography confirmed suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent, or >50% stenosis at or near the puncture site. Before exoseal vcd use, there was no evidence of pre-existing hematoma, arteriovenous fistula (avf), or pseudoaneurysm at the access site. The target femoral site had not been closed with any device or manual compression in the previous 30 days. The exoseal vcd and unknown sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. When attempting to depress the button, it could not be pressed at all. At the time, the indicator window displayed solid black. During retraction, the window showed red and tension was released to return it to black-black. The device will be returned for evaluation.